Event description:
A report was received that the pt had a pocket revision due to pocket discomfort. The physician decided to replace the ipg because electrocautery was used in the procedure. After the procedure, the pt was reportedly doing well.